Manufacturer narrative:
A haemonetics field service engineer evaluated the machine. A complete diagnostics was performed which included checks of the air detectors. No issues were found. The machine meets manufacturer specifications and was put back into service. The disposables that were used were not saved for investigation. The root cause of the issue is suspected to be user error from the operator overriding the air detector alarms in order to return the bowl contents to the donor. This would also push any air in the line back to the donor. The staff involved in the incident are to be re-educated by (B)(6) blood service. General plasmapheresis education of donor center staff is currently being scheduled.

Event description:
Haemonetics received a report on 08-jun-2017, that during a routine plasmapheresis on a pcs¿plasma collection system, a donor was allegedly infused with air. During the first draw of the procedure, the machine alarmed to alert the operator of air in the line. The center staff was unsure of the exact alarm of where the air was located as it was not documented. The machine is designed to sense and alert for any air bubble length of 0.12in (3.05mm) or larger. There was air seen in the tubing around the needle as well. The staff decided to cease the donation, but to return the bowl contents to the donor. The machine commenced the return cycle and continued to alarm for air in the line. The staff continued to override the machine to attempt to return the cells by pressing "return" on the machine. This would presumably push the air to the donor if there was air. The donation ended and the donor was discharged from the center. The donor returned approximately five minutes later with complaints of shoulder and chest pain. The staff thought it was anxiety, but called the medical officer. The medical officer arranged an ambulance. The medical officer did not advise for the staff to keep the machine set up. There is no data logger at the location for the machine in order to record the data from this procedure. The center was informed that the donor was diagnosed with an air emboli. This was based on the symptoms the donor presented with to the emergency room. The donor did have a CT scan and x-ray, but the results are not available. The donor was kept overnight for observation and discharged the next day.